Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/08/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a ventral hernia repair and the absorbable straps were used. It was reported that during firing the strap was not fixing with the mesh. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 04/5/2020. Additional b5 narrative: it was reported that a patient underwent a ventral hernia repair on (B)(6) 2020 and the absorbable straps were used. It was reported that during firing, the strap was not fixing with the mesh. It was reported that the device was used to fix the mesh over the cooper ligament; pubic tubicle during e-tep; but it did not grip tissue and fell repeatedly. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2020. Additional information: d10. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. The device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/16/2020.